Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly estimated the amount carbohydrates and insulin required in the bolus menu. Blood glucose (bg) level was approximately 500 mg/dl. The customer delivered a bolus to treat bg. The customer was instructed to consult with the healthcare provider regarding bg level.